Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board. System operates as intended.

Event description:
Customer reported, the collimator closed down on its own. No patient injury was reported.